Manufacturer narrative:
Other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the screen and housing are damaged. During functional testing, the reported failure was not confirmed. The root cause could not be established. The screen and front housing were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Is unknown. No information has been provided to date. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the screen and housing are damaged. During functional testing, the reported failure was not confirmed. The root cause could not be established. The screen and front housing were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction d15.

Event description:
Information was received indicating that all the alarms for the level 1 hotline low flow systems - hl-90 went off during power up. There were no adverse events reported.